Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high". Cause was not known. The customer monitored bg and drank water to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.